Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries, snubber board, generator drive, high voltage cable, and tank were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had a low ma error message. No pt injury was reported.